Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functional. In addition it was reported that the pump battery was charged to 100% battery life and dropped to 5% battery life overnight. Customer had elevated blood glucose levels (260 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. It was indicated that the customer has a back up method for continued insulin therapy.